Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
During a routine follow up call, it was reported to nevro that a patient was hospitalized for compromised organ function. The patient was diagnosed with staph infection and the device was explanted. The patient was provided IV antibiotics. The patient was discharged and is recovering from the procedure.